Manufacturer narrative:
Initial reporter telephone number: (B)(6). Telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed 2 complaints received in this production order number. One had no patient involvement and the other one had no treatment required. Complaint code cannot be verified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an operation, the ophthalmovisco surgical device (ovd) was injected into the patient¿s eye and then surgeon found a white material floating in the eye. The surgeon removed it immediately. No other information was provided.

Manufacturer narrative:
Date returned to manufacturer: 10 sep 2021, section h2: device evaluation, section h3: device returned to manufacturer: yes device evaluation: based upon the examination of the complaint sample, the customer¿s narrative, the reported device problem code of dc-foreign material-loose as well as a review of the video accompanying the complaint file, the customer¿s observation is confirmed. Also, the deficiency of a loose foreign material is confirmed based upon the review of the video. The material find observed by the customer and seen in the video was not returned with the complaint sample. The probable source of the material find is an irregular perforation of the gray rubber membrane. A small rubber particle can be formed when the customer activates the product during use. This is a known issue and can be a user error. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted